Event description:
Employee received a needlestick. When activating the safety needle device, the safety shield snapped off. Incident occurred after clinician drew blood from pt for lab work. Puncture area was cleansed and blood was drawn from pt and clinician for testing.

Manufacturer narrative:
No sample returned for eval. Based on analysis of prior incidents, the root cause could be possibly due to extra stresses on the pivot rod hinge when the pivot rod of the safety shield is forced fit into the hub hook during the assembly process. A CAPA to counter this issue has been initiated. Actions such as adding an extra inspection to check for disengagement issues by activating the needles and adding a 100% online simulation sys to pull back and push forward of the safety shields are underway. The installation of the 100% activation sys has been validated and installed.